Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post that they were hospitalized for four days due to diabetic ketoacidosis. They were wearing the insulin pump at the time of hospitalization. No further details were given.